Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique . Reportedly, a cuff miss occurred with five proglide devices. The sutures of two proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 20f for the evar procedure. When the evar procedure was completed, the two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other four proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Four unused, sterile representative samples with the lot number 40417k1 were returned for evaluation. Visual and functional analysis was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.